Event description:
(B)(6) clinical study. It was reported that a stent fracture and in-stent restenosis occurred. (B)(6) 2015 the subject was enrolled in the (B)(6) study due to post-thrombotic etiology (pivotal arm) and on the same day the index procedure was performed. The target lesion was located in the left common iliac vein extending to external iliac vein with 100% stenosis and was 190mm long with a shortest diameter of 0mm measured by venogram and by ivus. Treatment was performed with placement of 16x120mm first study stent in common iliac artery extending to external iliac artery and 16x120mm second study stent in external iliac artery with 15% residual stenosis by venogram and 13% residual stenosis by ivus. On (B)(6) 2019, the subject presented to the hospital with left groin pain (shooting/stinging pain in the left groin). Subject also states that; the symptoms were persistent with pain and swelling and were associated with edema of the calf and knee. The same day, the subject underwent groin duplex for the chronic deep vein thrombosis of the proximal vein of left lower extremity. Based on the above findings of the duplex, the subject was planned for lle venogram with possible intervention on a later date. On (B)(6) 2019, the subject visited the hospital for the scheduled lle venogram with possible central venous intervention. Subsequently, venogram and ivus were performed which revealed a high grade stenosis of the left common iliac vein, external iliac vein and common femoral vein, short segment at mid-thigh femoral vein occlusion which reconstitutes via collaterals. Ivus revealed >70-80% of in-stent stenosis in the left common iliac vein, external iliac vein and common femoral vein; short segment at mid-thigh femoral vein occlusion. On (B)(6) 2019, 1633 days post index procedure, the in-stent stenosis noted in the ivc, left common iliac vein, external iliac veins and common femoral vein was treated by performing a balloon venoplasty with 14mm and 16mm balloons (tlr). Additionally, the stenosis noted in the femoral vein was treated by performing a balloon venoplasty 9mm balloon with 30% residual stenosis (tvr). 12-month follow up dated 20dec2016, revealed a type IV stent fracture in one of the previously placed vici stents.